Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. However, the reported problem is a known issue related to the units with pressure cuff manufactured after design change to the pressure chamber doors, implemented in 2016. Investigation of this issue has been fully documented through an internal CAPA and trend analysis. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
UDI and device serial number/lot number are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that level 1 has not been infusing rapidly at all. Last week during a code crimson they had a lot of difficulty getting it to infuse the blood at all. They tripled checked everything and although it was properly set up it was not infusing the fluids nearly as fast as it should.